Manufacturer narrative:
(B)(4). Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Info indicates a monarc sling was implanted in a pt with urinary stress incontinence and overactive bladder. She did not understand the monarc was a treatment for only stress incontinence. Patient would have declined the implant if she knew it did not treat overactive bladder. She reports the monarc sling made her overactive bladder issue worse due to increased amount of urinary leakage and increased urge incontinence.